Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6)-old, female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. In approximately (B)(6) 2015, the patient¿s ¿body rejected the pump and it was coming out of the body.¿ in (B)(6) 2015, the physician moved the pump to the front left side of the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.